Manufacturer narrative:
Conclusion: investigation revealed fatigue wire breakages in the active electrode consistent with repeated external mechanical impacts on the device. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
Reportedly, hearing performance with the device is affected and getting worse. After fitting session, hearing levels were restored to normal 25-30 db level.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is planned in (B)(6) 2025.

Event description:
Reportedly, hearing performance with the device is affected and getting worse. After fitting session, hearing levels were restored to normal 25-30 db level.

Event description:
Reportedly, hearing performance with the device is affected and getting worse. After fitting session, hearing levels were restored to normal 25-30 db level.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.